Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating arteries (ic-pc) using a penumbra smart coil detachment handle (handle), penumbra smart coils (smart coils), and a non-penumbra microcatheter. During the procedure, the physician implanted three non-penumbra coils into the target location. Next, while attempting to detach a smart coil using the handle, the coil alignment zone separated but the coil did not detach. Therefore, the handle was removed. The procedure was completed by using another handle to detach the same coil and two additional smart coils. There was no report of an adverse effect to the patient.